Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The power tool coupling was broken from the drive chain. Visual examination found significant signs of wear throughout the returned assembly. This assembly failed due to wear and had exceeded its useful life. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure on a (B)(6) male patient that the greatbatch grater handle insert snapped due to torsional stress while reaming the acetabulum. A surgical delay of ten (10) minutes was reported however, no adverse events were reported as a result of the malfunction.